Event description:
Acct. Reports that the stopcocks are cracking at the hub. States they are used in anesthesia and have had several incidents in which the hubs crack and the drug sprays out. No pt. Injuries reported. No used samples available due to hospital's policy reg: contaminated products.